Event description:
Additional information was received indicating that the physician's replacement vns handheld computer programming system was working without issue. The site indicated that they would wait for the company field representative's next routine visit to return the faulty handheld computer.

Event description:
It was reported by a company representative on (B)(6) 2012, that the vns treating physician was having problems with his handheld. The physician had successfully interrogated two different patients, but with both patients, the screen "froze" during system diagnostics, and he would have to wait for a very long time for the diagnostics to complete. Physician then hard reset on the handheld and attempted to interrogate again having the same results. The handheld was unplugged, the battery was charged, the wand and the handheld were far from each other, and there was nothing in the room that could cause an electromagnetic interference. The physician's office is in hawaii and he has two vns patient's that are not at this time rescheduled to be seen. He has the replacement handheld and when one of the patient's returns to clinic further troubleshooting will be performed with the new handheld and the old handheld to determine the cause of the event. After the visit the handheld computer will be returned for analysis.

Event description:
The reportedly faulty handheld computer programming system as well as the associated software and programming wand have been returned and underwent analysis. The handheld computer and software performed to specifications and no anomalies were found. Analysis of the wand found an intermittent conductor near the handle that resulted in communication issues. Based on the information known to date, it is likely that the wand issue resulted in delays in communication and an appearance that the programming system would "freeze" at times. No adverse events have been reported as a result of the communication issues.

Manufacturer narrative:
Serial number, corrected data: initial report inadvertently indicated the incorrect serial number. Lot number, corrected data: initial report inadvertently indicated the lot number as the serial number.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.